Event description:
An alarm issue was reported with the adc device in use with iphone 14with ios operating system version 16.6. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, headache and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered oral glucose and unspecified pills for treatment. Reportedly, a glucose result of 348 mg/dl was obtained on an unknown device. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported signal loss and was unable to obtain readings and receive glucose alarms. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro, ios 16.6, 3.5.0.8863 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 14 with ios operating system version 16.6. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced dizziness, headache and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered oral glucose and unspecified pills for treatment. Reportedly, a glucose result of 348 mg/dl was obtained on an unknown device. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.